Event description:
During a surgical procedure, when positioning the surgical light, a paint chip fell down from the light head and landed close to the pt's legs. No clinical consequences have been reported by the customer.